Manufacturer narrative:
Evaluation: the iab, sheath, slide connector, data key, and fos were returned. The guidewire was not returned. The central lumen was broken & protruding from the catheter, approximately 1 cm from the bifurcation. The fos was broken, approximately 1 cm from the bifurcation. The distal tip was inside the bladder, approximately 5 mm. The sheath was removed from the bladder for further evaluation. Upon removing the sheath, it was found that the bend was a 2nd break in the central lumen. A vacumm was pulled on the one-way valve & passed. A guidewire was fed thru the central lumen, but would not pass the breaks. A DHR re-review was conducted without findings. The root cause could not be determined with certainty & no specific conclusion drawn.

Event description:
Limited information is available. It was reported that in 2006 an iab was placed in the patient without incident. Three days later, at "around" 2:00 am, the patient was taken to the cvor. Blood was found backing into the tubing. The iab was removed from the patient. There were no reported patient complications.